Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit failed performance verification testing (pvt) for air flow accuracy testing. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date rec'd by MFR: 18jun2019. The customer confirmed the reported airflow issue. The customer indicated that the issue had been resolved by flow sensor replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.